Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: tilt, perforation of all struts outside the wall of the ivc, caval thrombosis, fracture of one of the filter struts. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per implant records: the patient was admitted to the ICU for bilateral pe. A ir consult recommended ivc filter placement. A venocavogram was completed 2-days after admission to size the ivc and locate the renal veins. A trapease filter was placed in the infra-renal position without reported complications. The following additional information was received per medical records: an axial CT scan of the abdomen and pelvis was performed approximately 9 years post filter implantation. The superior end of the cordis trapease ivc filter is at the l3-4 interspace. The ivc filter is severely tilted medially at the superior end and it contacts the ivc wall. The ivc filter is tilted laterally at the inferior end and the tip erodes through the ivc wall and is embedded within the bowel. All the struts of the ivc filter perforate the ivc up to 7mm. One medial strut perforates the ivc wall and contacts the aorta. One posterior strut perforates the ivc wall and contacts the right psoas muscle. One posterior strut perforates the ivc wall and contacts the l4 vertebral body. Multiple fractured struts causing near complete collapse of the ivc filter. The filter is said to be irretrievable using a percutaneous approach. Per the patient profile form (ppf), the patient became aware of the reported events approximately 9-years post implantation. The patient reports fracture, perforation of the struts outside of the ivc and into organs, tilt and embedment. The patient also reports suffering from mental anguish, shortness of breath, chest pain, fatigue and inability to walk her dog.

Manufacturer narrative:
Additional information: section a2 (age at the time of event, date of birth) section a5 (race) section b3 (event date) section b4 (event description) section b7 (relevant medical history) section d1 (brand name) section d4 (model, catalog, lot, UDI) section g4 (date received by the manufacturer) section h4 (device manufacture date) section h6 (evaluation codes: addition of patient code perforation of organ) complaint conclusion: as reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of morbid obesity, hypertension, osteoarthritis, total knee replacement, deep vein thrombosis (dvt) and pulmonary embolism (pe). The patient is reported to have presented with bilateral pe despite anticoagulation therapy. The filter was implanted via the right common femoral vein and placed in an infrarenal position with complications. Approximately nine years after the filter implantation, the patient underwent a computerized tomography (CT) scan that revealed that the superior aspect of the filter was at the level of the l3-l4 interspace. The filter was severely tilted medially with its¿ superior aspect in contact with the inferior vena cava (ivc) and embedded within the bowel. All of the filter struts had perforated the ivc by up to 7mm. The medial strut was in contact with the aorta. The posterior strut was in contact with the right psoas muscle. A second posterior strut was in contact with the l4 vertebral body. The study further noted that multiple struts had fractured cause near complete collapse of the filter. Lastly, the filter was noted to be a trapease vena cava filter and was therefore irretrievable via a percutaneous approach. The patient further reported having experienced caval thrombosis, mental anguish, shortness of breath, chest pain, fatigue and difficulty walking. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, fracture and perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It is unknown if the tilt contributed to the reported ivc and tissue/organ perforations. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Stenosis, blood clots and thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Due to the nature of the complaint, the reported pain and shortness of breath experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilt, perforation of all struts outside the wall of the ivc, caval thrombosis and fracture of one of the filter struts. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and/or occlusion do not indicate a device malfunction. Rather, patient, pharmacological factors vessel characteristics may have contributed to these events. Without images or procedural films for review, the reported filter tilt, fracture and ivc perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the events is unknown. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It is unknown if the tilt contributed to the reported perforation. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: tilt, perforation of all struts outside the wall of the ivc, caval thrombosis, fracture of one of the filter struts. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.